Manufacturer narrative:
Insulin pump button error alarmed and no button response due to flattened down arrow button dome switch. Insulin pump received with cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error three times. Customer¿s blood glucose was 141 mg/dl. Customer reported the device might have been bumped, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.